Event description:
It was reported that during an unknown procedure, the device did not fire completely at the end of stapler. There was no reported patient consequence.

Manufacturer narrative:
Date sent: 07/16/2008. Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with no damage to the cartridge lock out tab. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the firing mechanism became damaged, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.